Event description:
Independent repair center customer alleged alarming/red light. The key failure is the pilot valve alarming/ shutdown. Associated malfunction for this device: sieve bed saturated and has an odor, hour meter noisy.